Manufacturer narrative:
Manufacturer ref no.: (B)(4). The spectrum pump was returned and evaluated by baxter. Evaluation could not confirm through the history log nor reproduce the reported symptom of "system error 105" and the device meets specification for the reported symptom. The reported symptom may have been inadvertently reported.

Event description:
It was reported that a pump alarmed for system error 105. The customer has stated that there was no pt injury.